Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. The customer contact reported that "just at the moment" the device was attached to the patient, the nurse noted that the tubing separated from the option-lok male adapter. The tubing set was replaced and the therapy was resumed. No medical interventions were required. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).